Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent was detached from the returned device. A visual and microscopic examination revealed that the balloon had stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The restenosed target lesion was located in the calcified left main coronary artery (lmca) with 80% stenosis and was 8mm long. No pre-dilation was performed. While attempting to place a 4.00x12mm promus premier stent in the target lesion, the stent dislodged. The entire system was pulled out and the case was aborted.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The restenosed target lesion was located in the calcified left main coronary artery (lmca) with 80% stenosis and was 8mm long. No pre-dilation was performed. While attempting to place a 4.00x12mm promus premier stent in the target lesion, the stent dislodged. The entire system was pulled out and the case was aborted.